Event description:
It was reported in a literature publication that a retrospective review was performed of patients who had undergone repair of a mandible defect using rhbmp-2 with beta-tricalcium phosphate matrix or a cadaveric bone graft. Six patients underwent reconstruction with the use of rhbmp-2 for segmental or near-complete rim mandibulectomy defects. The defect lengths ranged from 5 to 12 cm. The near-complete rim mandibulectomy defects all had a remaining mandible height of less than 8 mm. One patient presented with an odontogenic keratocyst. The patient underwent an intraoral approach using 18mg rhbmp-2/acs and btcp matrix. Post-op, the patient developed a small intraoral wound dehiscence (1.5cm) that healed primarily. The patient outcome was listed as well healed.

Manufacturer narrative:
Literature article citation: desai et al. Use of recombinant human bone morphogenetic protein 2 for mandible reconstruction. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.